Manufacturer narrative:
It was reported that a male patient underwent an accessory pathway ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During an internal review on 7/7/2019, it was noticed that the biosense webster inc. Webster ® cs catheter with ez steer® technology and auto ID concomitant product was omitted in error. The concomitant products section of this report has been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 7/8/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an accessory pathway ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The physician was using the ez steer¿ nav bi-directional electrophysiology catheter and mapped the concealed bypass track. The catheter was then positioned on the mitral annulus and left atrium (la) access was obtained through a patent foramen ovale (pfo). During the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echocardiogram. The remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient¿s blood pressure immediately improved, and no further complication occurred. Extended hospitalization was required for monitoring purposes. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There was no evidence of steam pop during the ablation. No error messages were observed on any biosense webster inc. Equipment.